Event description:
Customer reported an infusion of levaquin (levafloxacin) infused faster than expected. Reported levaquin was to infuse over 90 minutes but the user noted it infused in 15 minutes. Two rns confirmed the administration sets were set up and loaded into the pump module correctly. There was no pt harm reported and no medical intervention was required. Although requested, additional pt and event info not provided by the user.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.